Event description:
A pt reported experiencing inaccurte erratic results with a ft meter. The pt's blood glucose results were 47mg/dl, 69mg/dl, 107mg/dl. Tests were done within < 10 minutes with a difference of 35mg/dl. Pt did not experience any adverse events. No further info has been reported.